Manufacturer narrative:
Additional information: the balloon did not fragment, no foreign objects remain in the blood vessel and the device was safely removed from the patient. No, I ntervention was performed/required to remove the balloon. As the lesion was dilated, the procedure was completed without additional intervention. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis visual inspection: the size on luer consistent with gch the balloon cover was partially loaded on the balloon the balloon was in the post inflation state the device was connected to an inhouse in deflator the balloon inflated to 14atm with no issues noted medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician was attempting to use in.pact av ballon to treat patient's cephalic vein. A 6fr non-medtronic sheath and 0.035 non-medtronic guidewire was used. The device was prepped per IFU and syringe was used to inflate the balloon. It was reported during first infaltion a balloon burst occurred and extended at nominal pressure of 8 atmosphere. Resistance occured during delivery. The balloon was removed. No patient injury reported.bur